Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. Correction: g4 - PMA/510(k) #. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 000905503a with internal positive quality control samples and negative quality control swabs.. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot: 000905503a, test base part number 195-430wl/ lot: 905503. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 000905503 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self test performed on unknown date with a nasal sample. Previous testing (flowflextest) was performed on an unknown date generating a negative result. The consumer stated that they were experiencing symptoms of loss of smell, lung congestion, nasal congestion, fatigue, lack of appetite, headaches, and chills. The consumer reported that their sense of smell returned, however, no additional consumer information, including treatment and outcome, was provided.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self test performed on unknown date with a nasal sample. Previous testing (flowflextest) was performed on an unknown date generating a negative result. The consumer stated that they were experiencing symptoms of loss of smell, lung congestion, nasal congestion, fatigue, lack of appetite, headaches, and chills. The consumer reported that their sense of smell returned, however, no additional consumer information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.